Event description:
It was reported that the customer received multiple no delivery alarms from the insulin pump, and that the customer went through 6 infusion sets due to the alarms. It was reported that none of the sets had bent needles, and that the customer rotated insertion sites regularly. During troubleshooting 15 no delivery alarms were confirmed in the insulin pump history. It was advised to attempt to use another infusion set, but if the insulin pump alarmed no delivery again, to revert to manual injections of insulin. The infusion sets were returned and replaced. The customer's blood glucose value was 8.1 mmol/l. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.